Event description:
This adverse event occurred outside the us, in canada. Clarion notified teoxane of an adverse event on 15-aug-2024. The patient was injected on (B)(6) 2024 with a total of 1.7 ml of teosyal rha 1 (rha redensity) in the lips (lip outline: 0.3 ml; upper lip: 0.9 ml; and lower lip: 0.5 ml). The injection was done with a 27g cannula and a 25g needle using the multipuncture and fanning techniques. It has to be noted that during the same session the injector used a bd syringe for touch ups. The day after, on (B)(6) 2024, the patient developed severe bruising, blanching, swelling, and poor tissue perfusion in the superior labial and oral commissures, accompanied by pain in the upper lip and sluggish capillary refill in the superior labial region. The injector assessed potential vascular occlusion in five locations in the lips and suspected necrosis. As a treatment, on (B)(6) 2024, after consultation with another physician, the patient received warm compresses, gentle massage to the affected areas, and numerous sessions of hyaluronidase as follows: one session with 1500 iu/ml hyaluronidase (0.3 ml lidocaine mixed with 0.7 ml hyaluronidase) with a 30g needle. Four sessions in 30-minute intervals with 1500 iu/ml hyaluronidase in total (0.3 ml lidocaine mixed with 0.7 ml hyaluronidase) with a 30g needle. The patient's tissue in the superior labial region improved by about 75% from baseline, but capillary refill was still sluggish. Additionally, the patient was prescribed arnica and 400 mg of acetylsalicylic acid for 2 days. The next day, on(B)(6) 2024, the patient's labial color was still purple on the vermilion border, bilateral oral commissure regions, middle tubercle, and beyond the wet/dry border of the mucosae, with a hue of grey bruising above the treated areas. By 11:00 am, the swelling had reduced significantly. The patient still experienced pain upon pressing down in the areas. As a treatment, the patient received a 0.3 ml lidocaine injection (xylocaine 2%) after disinfection with chlorhexidine, and an additional course of hyaluronidase as follow: at 11:30 am, 3 ml/450 iu of hyaluronidase (2.5 ml hyaluronidase mixed with 0.5 ml lidocaine) with a 30g needle. Some relief was felt by the patient. At 11:45 am, three sessions of hyaluronidase as the patient still had painful and purple skin. At 2:35 pm, 450 iu/ml of hyaluronidase to the affected areas as the patient still had pain in the oral commissures and the medial tubercle. Moreover, the injector reapplied warm compresses and massage after each injection session. After treatment, the patient reported some relief. Capillary refill was 1+, and the surrounding tissue was pink and healthy. The patient also mentioned damage to her nose, which manifested as redness, rough, and peeling skin around (B)(6) 2024. According to the information received on (B)(6) 2024, the patient completely recovered, thus the case was closed.

Manufacturer narrative:
Vascular complications are rare and serious side effects, although they are widely known and documented in the context of dermal filler injections. They are related to the accidental injection of the product inside a blood vessel, leading to its occlusion, or to a high amount of product injected near a vessel, leading to its compression. The local deprivation of blood supply causes tissue anoxia. If enough hyaluronidase is injected on time, symptoms can be fully resolved without sequelae. If the vascular complication is not detected, diagnosed, and treated promptly, it can lead to skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Moreover, based on the received report, the patient was suffering from multiple sclerosis which is one of contraindication of teosyal rha 1 use therefore the safety and performance of the product cannot be guaranteed. Additionally, teosyal rha 1 product, was injected to the patient with a bd syringe. Teosyal rha 1 product is a ready to use and sterile product. Product deconditioning constitutes a misuse use for which the safety and performance of the product cannot be guaranteed. Of note, rha 1 is not indicated in the lips in canada.